Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a plum 360 pump where it was reported that the device started infusing before it was programmed and would not stop until it was unplugged. The event occurred during patient use. There was no need for medical intervention and no report of patient harm.

Manufacturer narrative:
Device received for evaluation. Self-test and visual inspection were performed. Self-test passed but notice that after the cassette was removed, the device still beep for programmed not completed, action required message. Visual inspection performed and noticed the software version is 15.02 which needs an upgrade version. Customer complaint was confirmed that the device does alarm that a programming not complete and action is required message. Upgraded software to 15.10 and passed. Probable cause is outdated software version. Product received date 1/23/2023.

Event description:
Additional information provided from the customer stating that a different pump was used for the remainder of the infusion. The reporter stated that there was no specific error code displayed on the screen. It was further stated that the pump was not used again after the incident; the device was isolated and sent to biomed immediately.